Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that patient faced insulin flow block alarm cannula bent event on (B)(6) 2025. The blood glucose level was high and patient was treated with insulin pen and changed the infusion set. The insertion site was buttock. Infusion set was in use for one day. No further information available.

Manufacturer narrative:
Patient city: (B)(6), patient country: turkey.